Event description:
It was reported that a patient presented with grade 3 functional mitral regurgitation (mr) and a restricted posterior leaflet for a mitraclip procedure. The clip was placed on the valve at an angle of 10 degrees. Before starting the deployment process, the arm positioner was in neutral. Immediately after retracting the delivery catheter (dc) handle, the clip opened 20 degrees. The clip remained stable, but the mr increased. It was decided not to place a second clip. The mr was reduced to grade 2. There were no adverse patient effects or clinically significant delay.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the cause of the reported clip open while locked (cowl) was unable to be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling. Additionally, this event and the imaging provided by the account were further reviewed by the clinical r&d (research and development) staff engineer, and the reviewer stated that ¿two (2) echocardiographic videos of the reported device were provided. Both videos capture an intercommissural view (left) and an lvot view (right). The lvot view captures the anterior-posterior cross-section of the mitral valve (short axis), bisecting the long-axis of the clip grasped on the valve which can provide a general view of the clip arm angle (cross-section through the clip arm plane). Echo video "movie-0001" captures active deployment / mechanical separation of the clip. At the beginning of the video (00:00 mark) the clip is grasped onto both leaflets and in a closed position of ~15° - 20° pre deployment. The delivery catheter (dc) shaft is extended with the radiopaque tip ring clearly visualized just above the tips of the clip arms confirming that the clip is attached to the l-lock shaft. As the video progresses, the dc shaft successfully detaches (mechanical separation from the clip) and is retracted back. The deployed clip can be visualized secured to both the leaflets. The post deployment clip arm angle appears to be ~20° - 25°. Echo video "movie-0002" shows the same lvot view of the deployed clip on the valve and the clip arm angle appears consistent with the deployed arm angle of ~20° - 25° observed at the end of "movie-0001". Based on the videos provided, the clip potentially opened ~5° post deployment which is within the range of anticipated clip arm relaxing due to the lock mechanism settling and is normal behavior. The clip arm angles stated in this evaluation are approximations based on visual assessment with the unaided eye and inherently lack the precision needed to confirm discreet angle changes = 10°. Furthermore, accurate and consistent assessment of the clip arm angle via echocardiography is especially challenging due to the type of image created (blurry shapes / edges) and imaging artifacts obscuring the view making it difficult to discern the clip arms. Typically, cowl events present with a post deployment clip arm angle that is markedly different than the pre-deployment angle and visually apparent. Therefore, a post deployment cowl cannot be confirmed.¿